Manufacturer narrative:
As reported, during a procedure, the sorbafix enhanced device failed to fire the fasteners and when the surgeon attempted a dry fire after removing the sorbafix device and gripping it firmly, the damaged fastener came out. The subject device is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procure on (B)(6) 2026, the sorbafix enhanced fixation device was jammed while being triggered or actuated. It was stiff from the first shot and could not be gripped properly. The surgeon removed the device and performed a dry fire while holding it firmly, which resulted in the release of a damaged fastener. Another sorbafix device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, during a procedure, the sorbafix enhanced device failed to fire the fasteners and when the surgeon attempted a dry fire after removing the sorbafix device and gripping it firmly, the damaged fastener came out. The subject device is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. The evaluation of returned sample finds, the reported fastener break could not be reproduced based on the sample condition due to the mandrel component becoming detached. This suggests that mandrel was not engaged and fully crimped. The root cause of the found condition is determined as manpower since a weak crimp could be generated during manufacturing process and not detected during the assembly process. A general awareness was provided to sorbafix personnel to emphasize device assembly requirements. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procure on (B)(6) 2026 the sorbafix enhanced fixation device was jammed while being triggered or actuated. It was stiff from the first shot and could not be gripped properly. The surgeon removed the device and performed a dry fire while holding it firmly, which resulted in the release of a damaged fastener. Another sorbafix device was used to complete the procedure. There was no patient injury.